Manufacturer narrative:
This complaint is confirmed. A visual inspection of provided photos confirms that the distal tip of the superior cutting portion of the cable cutters has sheared off. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the device is already broken. A visual inspection of provided photos, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as the device was not returned to cq for investigation. No new, unique or different patient harms were identified as a result of this evaluation. The part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation, however, pictures of the device were provided. (B)(6). Device history records review was conducted. Part #03.607.513, lot #9579224, manufacturing site: (B)(4), manufacturing date: 21 aug 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a left subtrochanteric fracture, utilizing the minimally invasive circlage passer set, on (B)(6) 2017. As the surgeon went to cut the 1.5mm wire, a small tip of the cutter broke off. The fragment was easily retrievable and thrown away. It was reported that the surgeon turned the device over 180 degrees and was able to finish cutting the wire without any further issues. There was an approximate 1 to 2 minute delay reported. The patient was implanted with a tfna nail, 1.5mm circlage wire, lag screw and two (2) distal 5.0mm locking screws. The remainder of the surgery was successfully completed and the patient was stable. This complaint is for one device. Concomitant devices: 1.5mm wire (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).